Event description:
Corail neck fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. Previous investigation into this product/lot code combination finds it was recalled in 2004 due to the product being laser etched on the neck and subsequently there were a risk of fracture of the stem. The root cause is attributed to design. A design improvement was implemented to change the location of the etch. No trend of this failure is found after the improvement. Based on the performed investigation, the need for further corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.